Event description:
It was reported the programmer rf (radio-frequency) head would not work with the programmer. There was no telemetry, and the patient's device could not be identified. Switching the rf head did not resolve the issue, and one of the rf heads worked with a different programmer, with no issues. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 programmer rf (radio-frequency) head, product ID 2290 pacing system analyzer. (B)(4).